Event description:
A report from the field indicated that a pt developed slit ventricles syndrome 5 days after implantation of phoenix antiblock catheter connected to an osv ii. The surgeon subsequently connected a gca but the symptoms continue. He later indicated that he had revised the osv/gca and replaced it with an osv ii. He indicated he did not consider this is a complaint, and during the valve revision he noted a dural leak which he repaired. The pt is doing well since the revision.